Event description:
It was reported that during a staple hemorrhoidectomy procedure, the surgeon felt the firing cycle was completed as a "crunch" sound was heard when fired. It was found the cutting was nearly completed while many staples hadn't formed in b-shape, most of them were formed partially. A number of suturings were performed to stop bleeding. The procedure was prolonged by 90 minutes.